Event description:
Endoleak type1a due to insufficient sealing length: until last friday's preoperative conference (october 21), the treatment plan had been to perform a stent-graft placement in 1-debranching tevar. However, at the conference, considering the risk of potential paraplegia due to the patient's poor condition and the long landing zone, the plan was decided to be changed to zone 3 tevar with no debranching. Therefore, the proximal sealing length became about 15mm. The relay plus (28m334250342490u) was placed proximally. Peripherally to the initial stent-graft, another relay plus (28m340250402590u) was placed to just above the celiac artery. Final angiography was performed to check for endoleaks and a minor endoleak type 1a was detected. Ballooning did not improve the endoleak. Placement of an additional cuff stent-graft was considered, however, the procedure was ended with the decision that the patient would be monitored for the time being. If additional treatment is necessary, one-debranching tevar will be performed. Comments from the physician: the chosen treatment plan, being not to debranch, is presumed to be the cause of the endoleak. Operation type: zone 3 tevar. Blood loss: unknown. Ancillary devices used: relay plus (28m340250402590u, lot# 2010160281 ) (tc#bm 221002200). Patient outcome - "there was no harm to the patient health."

Event description:
Endoleak type1a due to insufficient sealing length: until last friday's preoperative conference (october 21), the treatment plan had been to perform a stent-graft placement in 1-debranching tevar. However, at the conference, considering the risk of potential paraplegia due to the patient's poor condition and the long landing zone, the plan was decided to be changed to zone 3 tevar with no debranching. Therefore, the proximal sealing length became about 15mm. The relay plus (28m334250342490u) was placed proximally. Peripherally to the initial stent-graft, another relay plus (28m340250402590u) was placed to just above the celiac artery. Final angiography was performed to check for endoleaks and a minor endoleak type 1a was detected. Ballooning did not improve the endoleak. Placement of an additional cuff stent-graft was considered, however, the procedure was ended with the decision that the patient would be monitored for the time being. If additional treatment is necessary, one-debranching tevar will be performed. Comments from the physician: the chosen treatment plan, being not to debranch, is presumed to be the cause of the endoleak. Operation type: zone 3 tevar blood loss: unknown ancillary devices used: relay plus (28m340250402590u, lot# 2010160281 ) (tc#bm 221002200) patient outcome - "there was no harm to the patient health."